Manufacturer narrative:
The occupation of the initial reporter is unknown.

Event description:
It was reported that the speaker was not working on the s/5 monitor. It had been confirmed that a missed alarm did not occur as a result of the speaker issue. There was no death or serious injury associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.